Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had high blood glucose of 422 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was not sure if bolus matched total daily dose. Insulin pump would be replaced and customer was not trusting that it was working as designed.